Event description:
Was diagnosed with breast cancer in 2016. Had a double mastectomy (B)(6) 2017. Dr put in expanders (were not aware I was getting them). I went to the office which was 600 miles round trip every week or two to get fills. In (B)(6) of 2017 I went in for my diep flap surgery, because I made it very clear to my plastic surgeon that I did not want implants. Dr said during the surgery after he made an incision from hip to hip he said the diep flap surgery could not be done (and put in implants. I was under general anesthesia. The size was 800cc one breast, the other breast was in the 700's, was horrible, I am 5'4". I have pictures. Was a nightmare, I told him I was not feeling good and he told me give it time, I was feeling sick, ill this part of not feeling well was not due to the bad job he did, I was just feeling sick, and he and his pa's just shrugged if off as you will be fine.) Part of the incision never closed. I had an open wound for 15 months until I had another surgery to exchange my implants, then he recut the open incision and closed it back again. Prior to this surgery, I had a CT scan of my abdomen done so he could look at all the vessels in my abdomen to make sure that the surgery could be done. The CT scan came back good and surgery was scheduled. I had surgery scheduled to replace those implants for a smaller size, and was given I believe in the 600cc's. Those were too big, like the others the pain was unbearable. I had contacted his office and went back for an appt and again he said the same thing, you will be fine. At this point I was getting more ill. The fatigue, the muscle pain and aches, my chest area was painful. I gained weight, had to take a antidepressant for depression, fluid retention legs, hands, feet, chest, underarms, eyes were dry, (list goes on). All this info went in one ear and out the other when I told any healthcare provider, their response was "your body had been through so much." I told everyone that would listen. "I know my body and something is not right." I was getting more sick as each day passed. My husband felt bad, he said that I have never seen you like this before and it breaks my heart. I have always been on the go, and now most days it takes all my strength to walk to the mailbox. In (B)(6) 2018 I had the third pair of implants exchanged for smaller size 420cc's. The discomfort level has helped because they are smaller but I feel more ill. Absolutely no energy, body aches, dry eyes and mouth (I keep ice in my mouth. That's hard to do because my teeth are so sensitive and this has not happened before the implants started. I know my body and I know it well. Something is going on. I am only a shell of a person now with the way I live. I can't plan any family vacations or outings. I get infections so easy. When I was first diagnosed they did a scan of my chest and told me my lungs were perfect and now they are scarred and in such bad shape, and the drs can't figure out why. I feel it is related to the implants, having these foreign bodies in my chest. I don't believe there was enough research done on implants. I want to get them taken out, because I feel that eventually they are going to kill me. My health is getting worse. I take vitamins and I eat healthy and take good care of my body. I know a lof of drs don't know anything about implants causing illness, and my ps would just keep saying you will be fine. I feel he's saying that because he is using those implants on other pts. I want breasts, but I am left with no choice because if I leave these in, I am just going to continue to get sicker. They have to come out. I can't go on living and feeling like this anymore, my heart breaks for my family because they just want their mom back that used to be happy and full of energy and fun, I want that also. I would love to go and see a dr that specializes in special surgery that can do my diep flap. I found a couple. I need someone to hear me and actually listen and help. Thank you very much. I have had CT scans of lungs and other parts of body. Been to my drs telling them my symptoms. They only do routine blood work. I have large swelling under arm where lymph node's are and going back to recheck on ultrasound to rule out cancer. I don't think drs are ordering the correct blood test. I am hoping you can help me. Thank you. FDA safety report ID# (B)(4).